Event description:
The pt is 35 yr old white female who had bilateral breast augmentation in 8/84 using a low-profile silicone gel 235 cc implant. The pt was told by the office that this is a co's implant. The pt developed capsular contracture on the right breast and had several closed capsulotomies in 1990 and 1991. Both implants are soft now. The pt has symptoms of chronic fatigue which had an insidiuous onset after 1984. The pt also has aches in her knees which started two years ago and an itchy rash in the axilla in the popliteal crease under the breast and also in the back. This has been constant since september. The pt feels that she has had neurocognitive changes, she does not feel that her mind is as sharp as it used to be. On physical exam, the pt has no capsular contracture in the breast. Xeromammogram shows that both appear to be intact. As a result of chronic fatigue which is a probable symptom from silicone implants, the pt meets the criteria of a potential disorder associated with implants and therefore she meets the criteria for capsulectomy.